Event description:
It was reported that the pt expired. The cause of death was not related to the device. No cause of death was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The pump and catheter were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.